Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 69 mg/dl. The customer¿s expected am fasting blood glucose test result range is 125-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 205 mg/dl using true metrix air meter; the customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/23/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 97 mg/dl date: (B)(6) time: 7:35 am non-fasting , result 2: 99 mg/dl date:(B)(6) time: 6:22 am fasting, result 3: 78 mg/dl date: (B)(6) time: 6;12 am fasting, result 4: 76 mg/dl date: (B)(6) time: 6:08 am fasting,and result 5: 69 mg/dl date: (B)(6) time: 6:00 am fasting.

Manufacturer narrative:
Sections with additional information as of 22-march-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.